Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cpsa c9 device was inserted into the right femoral artery in a 48-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography and interventions (scai) d shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the position on the impella appeared to be attached to the mitral apparatus and the patient experienced mitral regurgitation (mr). The patient was taken back to the cath lab for repositioning but was unsuccessful, so the patient went to surgery for device removal. It was reported that there was a flat motor current and no left ventricle (lv) signal regardless of p-level. Suspected clot in device. Thrombus (thrombosis) can occur due to inadequate anticoagulation. The reported mitral regurgitation can be attributed to the malposition of the device.